Event description:
It was reported that the patient presented asymptomatic in-clinic for follow up. Upon review, the right ventricular lead exhibited loss of capture. The lead was capped and replaced on (B)(6) 2022. The patient condition was stable.